Event description:
It was reported that this event involved a pt in cardiogenic shock who was admitted in 2004. The iab was placed that day. The pt suffered cardiac arrest three times. Pt stabilized overnight and vasoactive therapy was d/c three days later. The iab was removed the next day. The pt's condition deteriorated and a second iab was placed. When blood was noted in the catheter, it was removed and placement of a 3rd iab at another site was unsuccessful because of vessel plaque. The pt arrested and expired.